Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) lymphedema of face [lymphoedema], acute swelling of the injected knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician's assistant via a sales representative regarding a female patient, initials unknown. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20) multiple times over the past 2.5 years. On an unspecified date, the patient initiated new series of synvisc injection, dosage regimen not provided in an unspecified knee. The lot number for synvisc was not provided. It was reported that the patient just had second synvisc injection of new series. On (B)(6) 2012, the patient was hospitalized with acute swelling of the injected knee and lymphedema of face. Action taken with synvisc was not provided. The outcome for the event of acute swelling of the injected knee and lymphedema of face was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporter did not provide the relationship between synvisc and both the events.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.